Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 210 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test and displacement test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.